Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# v727846, implanted: (B)(6) 2012, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that a patient experienced a loss of stimulation sensation. It was stated that the patient 'jerked in his sleep' and then he could not feel stimulation anymore. The patient was implanted on (B)(6) 2012. The device was turned on and then the patient was able to feel stimulation at 0.7v. No further information was provided.